Manufacturer narrative:
The technician replaced the brake caster to repair the bed.

Event description:
Information received indicates the brake caster will not hold when set in brake. The caster rotates to the side when the bed is pushed.